Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a study where they suspected the capsule fell off early. A copy of the study will be sent in for review. There was no patient and user harm. A repeat procedure was necessary scheduled on a different day with need for additional anesthesia.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.